Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 phone number complete information:(B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 56-year-old female patient with past history of coronary heart disease and was being tested for myocardial damage. (Customer provided reference range 26.2 pg/ml) the initial result was 1102 pg/ml, repeat result was 996 pg/ml the patient underwent heart function testing such as an EKG and results were normal. The customer sent the same sample to the beckman platform and result was normal (specific result was not provided) no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-36 to architect stat high sensitive troponin-I, list number 03p25-77. MDR number 3005094123-2024-00015 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-36 to architect stat high sensitive troponin-I, list number 03p25-77. MDR number 3005094123-2024-00015 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 56-year-old female patient with past history of coronary heart disease and was being tested for myocardial damage. (Customer provided reference range 26.2 pg/ml) the initial result was 1102 pg/ml, repeat result was 996 pg/ml. The patient underwent heart function testing such as an EKG and results were normal. The customer sent the same sample to the beckman platform and result was normal (specific result was not provided). No impact to patient management was reported.